Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint for a damaged was confirmed in the lab. The results of a sample evaluation revealed that the tip of the spike was bent inward and base of spike was bent backwards. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter sales representative reported a spike was bent while being connected to the solution bag with the clean flash device. This was discovered when the lid of the clean flash device was opened. No injury or medical intervention was reported.